Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information is received at a later time, this report will be supplemented.

Event description:
During an unspecified procedure, the subject device was used. The jaw of the subject device broke off. The fragment was retrieved. The procedure changed the subject device to another device. There was no patient injury reported. No further information has been reported this is the report regarding the breakage of the jaw.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the grasping section was broken off when the grasping section was subjected to an excessive load in the opening direction. The instruction manual of the device has already warned as follows; *during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not activate the output, while torque is applied to tissue over the handle, in this instance release the torque, re-grasp the tissue and re-activate output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.